Event description:
It was reported that during an implantable neurostimulator (ins) replacement when the leads were plugged into the new ins, all impedances were >10,000 ohms and >40000 at higher voltage. Multiple troubleshooting steps were taken,including trying a new clinician programmer (cp) and turning off surgery lights, but there was no different in impedance. They also tried removing the existing leads, wiping them and reinserting them, but there was no success. They confirmed the lead was functioning via neurological ¿monitoring done and they felt there was integrity of symptoms.¿ they replaced the ins and the issue was resolved. The manufacturing representative (rep) was going to return the ins that did not work appropriately in regards to the impedance readings. The patient had the replacement stimulator implanted, recovered without sequela and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the stimulator revealed no anomalies.